Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Device remains implanted.

Event description:
It was reported that the patient reported chest discomfort in the past couple of days. The patient was hospitalized from (B)(6) 2016 and the chest discomfort resolved.

Manufacturer narrative:
The patient was admitted for "sharp stabbing" chest pain radiating from the top of the sternum down to the anterior portion of the chest to the abdomen.  The patient reports typically taking pain medication for musculoskeletal chest pain but not as severe.  The patient was given higher dosing of IV pain medications and responded well. The chest pain resolved and the patient was discharged on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.